Event description:
During removing surgery, the tip of screw driver broke when the surgeon was about to remove the screw. The surgeon removed the broken piece and he used another screw driver.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.